Event description:
It was reported that the device was running without the switch being pressed. It is unknown if there was any patient involvement or adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The root cause was that the hose and ferrule had been disconnected from male connector. The device was repaired and returned to the account.